Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06753. It was reported the pt is not receiving consistent pain relief from her scs system. The pt stated the stimulation works well for a few days after programming but it does not last. The pt also complained she has to turn her stimulation off because of irritation at the ipg site and the stimulation upsets her stomach. The pt will meet with her surgeon to discuss removing her scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.